Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow key buttons was real hard to push. The customer¿s blood glucose was 99 mg/dl. The customer stated that they had to press really hard to get it to response. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.